Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B)(6) 1999: two kugel hernia mesh patches were used to repair pt's hernia defect. On (B)(6) 2010: pt presented to the hospital with intense abdominal pain. His surgeon decided to take him into surgery on the same day where he found a 2-3 mm diameter fibril of plastic measuring approximately 3 inches in length that was removed. He also noted that the mesh had also most likely migrated and eroded through the inguinal wall and had adhered to the sigmoid colon causing a perforation. The colon and portions of the bowel had to be resected. On (B)(6) 2010: pt presented to the ER with continued pain. It was determined that pt had developed an abscess and infection, which required additional surgery to repair. On (B)(6) 2010: pt was reviewed at the hospital and determined to have a fistula adjacent to the small bowel. This required another additional surgery. Pt has suffered and will continue to suffer physical pain and mental anguish.